Event description:
It was reported that the ilet user attempted a supply change while the device displayed a paused state and the ¿press and hold¿ control was greyed out, after which the screen became unresponsive and the device could not be resumed or navigated, prompting shipment of a replacement device and return of the original. Symptoms included no alerts or alarms beyond non-actionable on-screen notifications and no reported clinical effects. Outcomes included interruption of insulin delivery due to an unresponsive screen, with the user advised to use cgm via the dexcom app or receiver and to shut down the device prior to return. Investigation included review of the reported behavior, video provided by the user, and coordination for device return for analysis. Investigation of this case revealed a suspected hardware or touchscreen malfunction consistent with a screen unresponsive event during a paused state, preventing user interaction to resume or complete the supply change. It was concluded, based on previously established findings for similar reports, that the cause was likely product malfunction related to the user interface hardware.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint about ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.